Event description:
It was observed that during the device evaluation, the coupler was rattling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed: head section disconnected. In addition, new damages/defects were observed: coupler rattling. Based on the results of the investigation a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.